Event description:
Information received via email is indicated as follows: the nurse who first inserted the device the week of (B)(6) 2014, stated that she inserted the device, inflated the balloon to about 20cc and met some resistance and the signal indicator did not "pop out all the way". So, she took it out, double check that the device was working correctly and the balloon did inflate correctly with 45cc water outside the body. So then she put the device back into the patient and it still did not inflate "all the way", so she put in 20 cc as previous, met a bit of resistance and stopped inflating, stool was flowing after she flushed the tube through the irrigation port. The balloon was only placed to the black line. The patient was having large loose stools so not much stool was returned via the tube. When the area was immediately cleaned after there was no blood either on the cleansing cloth nor in the tube. On about (B)(6) 2014. The tube was removed (either purposely by the patient or he pushed it out) so the nurses put it in with the same process as before, except that they only put in the fluid from the balloon that they took out. They did not notice any problem with the balloon. On (B)(6) 2014 the device was removed, on purpose, and within several hours of removal the patient began to display diffuse abdominal pain, the surgeons thought he had perforated an ulcer, took him to the operating room for a rectal perforation repair; no sign of malignancy or other skin disease.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury based on the patient being taken to the operating room (or) for a rectal perforation repair. No lot number was available. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.